Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, h10. The balloon of a 6mm x 4cm 155 saberx rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a procedure to treat a lesion in the external iliac artery which was moderately calcified and had a stenosis of 95% - 99%. The saberx pta balloon catheter was removed in one piece without any issues and replaced with an unknown 8mm x 4cm 0.035 high pressure pta balloon catheter to complete the procedure. There was no reported patient injury. An approach was made from the left elbow with an 4.5f non-cordis catheter sheath introducer (csi), a second approach was made from the right inguinal region with an 6f non-cordis csi. An unknown 0.014 guidewire was inserted past the lesion from the left elbow, and a 5mm x 4cm saberx rx pta balloon catheter was inserted for pre-dilation of the lesion. A s.m.a.r.t 10mm x 6cm self-expanding stent (ses), and a s.m.a.r.t 8mm x 15cm self-expanding stet (ses) were both implanted in the external iliac artery from the right inguinal region. The saberx rx 6mm x 4cm 155 pta balloon catheter was then used to post-dilate the stents; however, the balloon ruptured at an inflation of 14 atmospheres. There was no difficulty removing the stylet or any sterile packaging components from the saberx balloon catheter, and there were no kinks or other damages observed prior to insertion of the saberx pta balloon. The product was not returned for analysis. A product history record (phr) review of lot 82184684 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 95-99% may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6mm x 4cm 155 saberx rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a procedure to treat a lesion in the external iliac artery which was moderately calcified and had a stenosis of 95% - 99%. The saberx pta balloon catheter was removed in one piece without any issues and replaced with an unknown 8mm x 4cm 0.035 high pressure pta balloon catheter to complete the procedure. There was no reported patient injury. An approach was made from the left elbow with an 4.5f non-cordis catheter sheath introducer (csi), a second approach was made from the right inguinal region with an 6f non-cordis csi. An unknown 0.014 guidewire was inserted past the lesion from the left elbow, and a 5mm x 4cm saberx rx pta balloon catheter was inserted for pre-dilation of the lesion. A s.m.a.r.t 10mm x 6cm self-expanding stent (ses), and a s.m.a.r.t 8mm x 15cm self-expanding stet (ses) were both implanted in the external iliac artery from the right inguinal region. The saberx rx 6mm x 4cm 155 pta balloon catheter was then used to post-dilate the stents; however, the balloon ruptured at an inflation of 14 atmospheres (atm). There was no difficulty removing the stylet or any sterile packaging components from the saberx balloon catheter, and there were no kinks or other damages observed prior to insertion of the saberx pta balloon. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82184684 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.